Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, a rotated heart, and an enlarged atrium. It was noted one mitraclip was previously implanted. The clip was stable, and the physician stated the recurrent mr was due to a progression of disease. An xtw clip was inserted and placed on the mitral valve. While pulling back the actuator knob, it was observed the clip opened to roughly 60 degrees. The clip was then deployed and remained stable on the leaflets. To further reduce mr, an additional clip was deployed on the mitral valve, reducing mr to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.